Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. During visual inspection, a crack was observed on the squeeze flush device. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the squeeze flush device. The probable cause of the crack on the squeeze flush device had occurred due to unintentional bending/ twisting forces applied during use.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.date returned to mfg: 9/18/2023.

Event description:
A update was provided stating the correct item number of the product involved is 46104-65.

Event description:
The event involved a transpac¿ it monitoring kit, 60" safeset reservoir, 2 needleless valves, 3ml flush device, macrodrip. The report stated that an a-line transducer set-up was attached to the patient upon return from the operating room. When using the set-up, after obtaining a blood sample the reporter began pushing the syringe to give the blood back. While doing that, the reporter heard a pop and blood/fluid oozed out of the farthest (from the patient) fused luer lock connection on the transducer. Approximately 2 mls or more blood & fluid leaked out. There were no reported holes, cuts or tears on the device. The reporter promptly set up a new transducer set-up when a new IV fluid bag arrived. There was a patient involved; however no harm was reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.